Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: even if the complaint in question was submitted less than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it cannot be confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used in use. The issue with mold/ pathogens in the neonatal circuit adapter was not further investigated. The root cause may be related to a maintenance/ cleaning issue of the ventilator, but this cannot be confirmed. The neonatal circuit adapter was replaced. There was no reported patient or user harm as no further information was indicated.

Event description:
Was asked to log a complaint by patient regarding mold growing inside neo circuit adapter for the c3. Device was not processed in heat or gas. Customer was told replacement was warranted.